Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 3.9 inr on one patient and 7.1 inr on another patient. The corresponding lab results reported were 2.7 and 3.2 inr. Coumdain was held. No information was given on the first patient. The device was replaced and requested to be returned for evaluation.